Event description:
It was reported that a perforation in the left anterior descending artery. The 2.8x16mm graftmaster stent delivery system (sds) was advanced, but failed to cross and became stuck. Resistance was felt and the device separated at the shaft. The separated portion was removed when the guide wire was removed. Angioplasty was used to successfully seal the perforation. It was noted there was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown due to the part/lot number was not provided. Na.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.